Event description:
Upon routine checkup, it was noted on the patient's x-ray that one of the inferior screws of an anterior cervical, single level plate showed some signs of backing out. There was no pain noted by the pt.